Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the fourth and fifth most proximal stent strut rows; struts were lifted and pulled in a distal direction. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 720mm distal to the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 21-may-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The patient was treated with plain old balloon angioplasty. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.